Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately one (1) month and nine (9) days, was explanted due to endocarditis. The explanted device was replaced with another 23mm bioprosthetic valve. There were no reported complications. The patient was reported in stable conditions.

Manufacturer narrative:
DHR review. Additional manufacturer narrative - the reported device has not been returned to manufacturer. Without return of the explanted device, the reported clinical observation cannot be confirmed. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.